Event description:
As reported by the hospital to navilyst medical, a patient with an indwelling bioflo PICC had the PICC removed and replaced due to a dvt. The original PICC was discarded by the hospital. Navilyst medical is attempting to obtain additional information regarding this event.

Manufacturer narrative:
Although no device is being returned for evaluation, the investigation into this event is ongoing. Navilyst medical is actively attempting to obtain additional information regarding the event and the device which was used. A supplemental medwatch will be submitted upon completion of the investigation, (B)(4).